Manufacturer narrative:
Approximate age of device: 1 year and 5 months. No further information is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that pump stops occurred and the system controller was exchanged. The pump stops continued after the system controller exchange and the patient was provided an ungrounded power module patient cable. The patient was asymptomatic and declined any further investigation activities or driveline repairs. The cause of the pump stops was suspected driveline damage. The patient is reportedly doing fine, reports to the clinic for regular check-ups, and no further pump stop events have occurred with the use of the ungrounded patient cable. The patient reportedly has declined having the pump exchanged and is fully aware of the potential issues and that the ungrounded patient cable does not remedy the underlying driveline damage situation. No further information was available.

Manufacturer narrative:
The report of pump stoppage events was confirmed based on the information contained in the submitted log file (reference the system controller log file analysis results reported under MFR # 2916596-2015-00859). The information available and the analysis of submitted log file indicates a potential issue with the driveline; however, the driveline wire damage could not be confirmed because the pump was not available for evaluation. The pump remains implanted and the patient remains ongoing on vad support using an ungrounded power module patient cable. No further issues have been reported. A review of the device history record for the pump revealed the devices met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.